Event description:
It was reported that during the implant procedure, the atrial setscrew of the pulse generator would not tighten; there were no clicking sound. The device was not used and a new device was successfully implanted. The patient's condition was stable.

Manufacturer narrative:
No conclusion code available. A device with a missing septum and set screw was returned for analysis. Without return of the septum and set screw, analysis of why the atrial set screw could not be tightened could not be performed. Further analysis of the connector found contamination on the atrium contact spring which was found to be buffering compound. It was determined that it most likely did not cause the anomaly seen in the field.